Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: device manufacture date: july 29, 2020 - july 30, 2020. H10: the device was received containing 100 ml of residual fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor lv (large volume) unfer infused during a patient infusion. The device had been filled with fluorouracil. The 240ml of volume was programmed for an expected 48 hours with an infusion rate of 5ml/hr. It was further reported that 20 ¿ 25% was left in the balloon when the patient came back to have the pump un-hooked. There was no patient injury or medical intervention associated with this event. No additional information is available.